Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. However, the service representative cleaned the contacts of the fast stop switches and loaded version 7.0.59 software. The system was operating as intended.

Event description:
The customer reported an error message followed by an uncommanded system shut down. No patient injury was reported.